Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the flushing device gives the wrong amount at certain pressure settings. The reported event was not confirmed. The service evaluation did not reveal that the flushing device gives the wrong amount at certain pressure settings.

Event description:
It was reported that the flushing device gives the wrong amount at certain pressure settings. There was no harm for patient, operator or third party reported. No further information received.